Event description:
Patient reported the retainers are cutting and irritating their gums. The bottom of the retainers is not smooth. Provided warm water tips and to file or smooth any edges that may be rough. Patient filed down the edges and the retainers fit better.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.